Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a leak at the roller clamp of the transfer set, which could cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The caregiver stated that after disconnecting the patient from the patient line, there was a leak at the roller clamp of the transfer set. The caregiver placed a clamp on the patient line to prevent more leaks. There was no patient injury or medical intervention associated with this event. No additional information is available.